Event description:
Boston scientific crm received info that this lead was exhibiting noise. It was reported that no pacing or sensing issues resulted from the noise. A revision procedure was performed and the lead was removed from service and replaced. Implant date was not made available.